Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular (lv) lead exhibited high capture threshold and high pacing impedance. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events for inadequate capture and high lead impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and electrical testing did not find any anomalies.